Event description:
The pt reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated a full cartridge of insulin spilled inside the cartridge chamber. Proper insertion and removal of the insulin cartridge from the chamber was reviewed with the pt. The pt was advised to switch to her backup infusion device and was assisted in setting it up. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.